Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016, and multiple bg meters were used in the same sensor session. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported that multiple bg meters were used throughout the same sensor session. The dexcom g4 (tm) platinum continuous glucose monitoring share system user's guide states: always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands. The accuracy of the blood glucose meter value used for calibration may affect the accuracy of sensor glucose readings. However, a root cause for the reported inaccuracy cannot be determined.